Manufacturer narrative:
Previous driveline infections are reported in MFR #'s 2916596-2021-05425, 2916596-2022-00042, 2916596-2022-11463. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with ongoing driveline infection issues. The patient was not a candidate for wound washout but was put on intravenous (IV) vancomycin for 6 weeks. The patient was deemed stable enough for discharge on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient was admitted on (B)(6) 2022, not (B)(6) 2022.